Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using two proglide devices with a 6f sheath after a peripheral intervention procedure. Reportedly, a suture break occurred with the sutures of both proglides when attempting to harvest the sutures after deployment. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.